Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03639. It was reported pericardial effusion and device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman ® laa closure device & delivery system and watchman ® access system were used. The access system was deep seated in the laa. They attempted to the deliver the closure device three times and the last time had the best position. The closure device met release criteria and was implanted. There was approximately a 16mm distance between the laa opening and the top of the closure device. A transesophageal echocardiogram (tee) was performed after the release and it confirmed a pericardial effusion of 2-3mm. There was no decrease in the patient's blood pressure or hemodynamic compromise during the procedure, but heparin (5000 iu) was injected into the patient. The patient was sent to the critical care unit for observation and no treatment was performed. The next day, a transthoracic echocardiogram (tte) was performed and it was confirmed the closure device embolized into the left atrium. The physician attempted to capture the closure device. General anesthesia was used and the patient was put on a ventilator. The physician used a capture device to grab the threaded insert of the closure device and gently withdrew the closure device into the sheath. The device was unable to collapse completely into the sheath and it got stuck in the opening of the sheath. The physician continued to attempt to withdraw the closure device into the sheath with no success. They were able to pull the closure device into the inter-atrial septal puncture hole and plugged the hole with the closure device. The physician confirmed the closure device was fixed in place and would not affect the patient. The patient now is under stable condition and is prescribed to take anticoagulant medication lifelong.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the device remains in the patient and will be left indefinitely.